Event description:
The customer reported that while the unit was in use on a pt during transport, the unit generated as "low battery" alarm, then shut down within 4 minutes. The pt was switched to another unit and therapy was continued. No pt injury was reported.